Event description:
The device was returned to ceterix for a complaint regarding the suture drop from the device upper jaw during a procedure. Upon receipt of the device, the investigation revealed all parts of the device were functional except the cartridge, which was found with a missing needle tip. The missing needle tip required ceterix to follow-up regarding the clinical case. Upon follow-up, the sales consultant communicated that the needle tip did not break in the patient's knee, but there was no evidence to confirm where and how the needle tip breakage happened because the fragment was not located. Since the fragment could not be located, ceterix cannot determine if the breakage happened inside or outside of the patient's knee. If the needle tip break occurred during use inside of the patient's knee, it would likely have been readily noticeable to the surgeon. There was no report of needle tip break by the surgeon.